Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient experienced an inappropriate treatment event. The patient was not conscious at the time of the event. Downloaded ECG data was analyzed by a zoll ECG technician. The rhythm prior to the inappropriate treatments at 13:58:26 was asystole. At 13:59:37, 14:30:34 and 14:30:59 the patient received inappropriate treatments. The rhythm at the time of each of the inappropriate treatments was asystole. Over sensing a small cardiac signal contributed to the false detections. At 14:31:11 a non-treatable rhythm of asystole was detected. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was found to be fully functional and able to detect an arrhythmia and deliver a treatment defibrillation. Device evaluation of electrode belt sn (B)(4) accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the patient death and treatment event. Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) did not indicate any device malfunctions. There is no evidence to suggest that the device contributed to or caused the patient death. Device manufacture date: monitor sn (B)(4): 10/08/2012 - reuse; electrode belt sn (B)(4): 11/23/2011 - reuse.

Manufacturer narrative:
Follow up device evaluation: device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming therapy electrode recognition testing. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and ECG electrode b. The cause of the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. There is no information to suggest that the damage caused or contributed to the patient's death. The patient was in a non-life sustaining rhythm prior to and after the shocks that were delivered. The damage is consistent with the reported CPR efforts. Device evaluation of monitor sn (B)(4) has been completed. The monitor was found to be fully functional and able to detect an arrhythmia and deliver a treatment defibrillation. Device evaluation of electrode belt sn (B)(4) accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the patient death and treatment event. Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) did not indicate any device malfunctions. There is no evidence to suggest that the device contributed to or caused the patient death. Device manufacture date: monitor sn (B)(4): 10/08/2012 - reuse. Electrode belt sn (B)(4): 11/23/2011 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. The patient experienced an inappropriate treatment event. The patient was not conscious at the time of the event. Downloaded ECG data was analyzed by a zoll ECG technician. The rhythm prior to the inappropriate treatments at 13:58:26 was asystole. At 13:59:37, 14:30:34 and 14:30:59 the patient received inappropriate treatments. The rhythm at the time of each of the inappropriate treatments was asystole. Over sensing a small cardiac signal contributed to the false detections. At 14:31:11 a non-treatable rhythm of asystole was detected. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015 ------- additional information 11/13/2015 CPR resuscitation efforts were reportedly performed on the patient during the event.